Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image is inverted due to a malfunction in the insertion section and light guide bundle was slightly interrupted and weakened was caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject device exhibited an inverted image due to a malfunction in the insertion section and a slightly interrupted and weakened light guide bundle. There was no patient involvement.